Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the pump booted to the verify screen with audible and vibratory features. A 24 hour duration test was successfully completed. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The history settings issue was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump¿s history was not recording boluses accurately. The reporter stated that more than one bolus was delivered on (B)(6) 2014, however, the bolus history showed only one bolus at 12:01 am for 0.9u; the total daily dose record for same date confirmed total bolus delivery for this date was 0.9u. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.